Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which caused the pump to shut off. Additionally, the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. The customer's blood glucose (bg) ranged from 180-220 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate wall adapter to charge the pump. The customer had manual injection supplies available for alternate insulin therapy.